Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17109. It was reported that the patient presented due to experiencing possible infection. It was noted that the right ventricular - rv lead was found to be fractured. The rv and left ventricular leads were explanted and replaced. The patient condition was unknown.